Event description:
A regular follow-up performed on (B)(6) 2016. While reviewing patient data from the previous follow-up performed on (B)(6) 2016, it was reported that the value "1" was displayed for atrial pacing in the statistics, whereas the pacemaker had been operating in vdd mode.

Event description:
A regular follow-up performed on (B)(6) 2016. While reviewing patient data from the previous follow-up performed on (B)(6) 2016, it was reported that the value "1" was displayed for atrial pacing in the statistics, whereas the pacemaker had been operating in vdd mode.